Event description:
It was reported that the patient presented for in clinic follow up with the implantable cardioverter defibrillator (ICD) unable to be interrogated. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the device was explanted. Further information was requested but not received.